Event description:
It was reported that this left ventricular (lv) lead appeared to not be capturing as expected. An epicardial lead placement was being planned. No adverse patient effects were reported.